Event description:
It was reported that a patient with a 27 mm 69000ptfx mitral valve, underwent a valve-in-valve procedure after an implant duration of 5 years, 2 months due to stenosis. The tmvr was performed with a 26 mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This report was identified to be a duplicate of MFR report #2015691-2022-04836. Please reference MFR report #2015691-2022-04836 for the investigation and reporting of this event.